Manufacturer narrative:
The biological indicator subject of this event was discarded by the user facility prior to the steris dealers arrival onsite. Based on the description of the event, vaprox could have only been retained if the biological indicator had been damaged in some way prior to the cycle. The celerity hpbi instructions for use states, "caution: challenge packs and test configurations processed through vaporized hydrogen peroxide sterilization may contain residual hydrogen peroxide. Always wear gloves when handling the bi." The instructions for use further state, "residual hydrogen peroxide may be trapped within the cap if the bi is damaged. Avoid direct contact with the bi and its contents, as it may result in a hydrogen peroxide chemical burn (see sds for vaprox® hc sterilant). Place the entire test pouch and its contents into a steam compatible container and follow the instructions for disposal provided below" the dealer was informed that the employee was not wearing proper ppe, specifically gloves, while handling the biological indicator. Steris quality inspected the retains of the biological indicator lot number and confirmed there was no evidence of damage. The lhr for the biological indicator was reviewed and no abnormalities were identified. A technician inspected the v-pro max sterilizer and found it to be operating properly. No issues with the function or operation of the sterilizer was identified and it was returned to service.

Event description:
The user facility reported an employee obtained a burn on their hand after activating a steris celerity hp self contained biological indicator from a v-pro max sterilizer following a completed sterilization cycle. The employee sought medical treatment.